Event description:
In 2006, pt had a lumbar decompression of l2-l4. Site was cleaned with duraprep. During the closure the surgeon used 0-vicryl on the dorsal fascia, then 4-0 monocryl in the subcutaneous fascia and finally the skin edges were closed with dermabond topical skin adhesive. Pt was discharged and returned 17 days later complaining of back pain. The surgical site was red and had a small amount of drainage. The next day an incision and drainage was completed in the area of the lumbar spine. This fluid was cultured and returned positive for mrsa. Pt was placed on IV vancomycin and then on zyvox po. Surgeon told reporter that some dermabond had to be picked out of the surgical site. Reporter states that surgeon only applied product to the outside of the incision site and not inside. No further info was known about what the material that was removed from the site looked like. Pt was discharged thirteen days later.

Manufacturer narrative:
Some info for this report may not have been provided at this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of spec. The product is provided sterile. Studies have shown that following application of demabond, it acts as a barrier to prevent microbial infiltration into the healing wound. Infection is a post-operative complication that can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the pt's condition before device application.